Event description:
It was reported that the patient presented to the hospital for a generator change out. The atrial lead was damaged during the capping procedure. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.